Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: cib andrew, rep. Biomed. Went off during (B)(4). [Update - procedure was completed and device was replaced afterwards, before the next case started. Full loss of light occurred, duration cannot be confirmed.] The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a bad fuse. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.